Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version18.6.2 the low glucose alarms did not sound, and customer was not alerted of changes in glucose level. Customer did not experience any symptoms and treated themselves with food. There was no report of death or permanent impairment associated with this event.